Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery as the device was not working. The ipp was replaced, and no patient complications were reported.